Event description:
Adverse event: restenosis. Onset of adverse event: approx 1 year post-procedure. Device issue: none. It was reported that the pt was contacted for a one year follow-up. The pt stated that over the last two months, he had started to experience chest pains similar in nature to his previous angina which occurs during gentle exercise and occasionally at rest. This resolved with gtn spray. The pt was to see their general physician (gp) urgently. Additional info was received on 3-9-2010, which indicates that there is new info in which there was hospitalization and revascularization , due to a >=70% and <100% restenosis of the proximal circumflex that was treated with a non-abbott sent on (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4). Angina and restenosis, as listed in the xience v instructions for use (IFU), are known risks associated with coronary stenting and are not necessarily an indication of a product quality deficiency. A conclusive cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.